Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: laparoscopic oophorectomy. The item was used during a laparoscopic oophorectomy. It did not open completely and a new one was opened. Additional information received from distributor via email 25mar21: yes, there was an attempt to open the instrument. The doctor did it. The metal supports were fully exposed upon deployment. Not sure if the bead/tissue bag was found toward the supports or away from the tube. The device jammed during deployment. The plunger/actuator was pressed forward towards the handle, then retracted, and then re-advanced. The bag was still attached by the string to the plunger/actuator. The device was safely removed from the patient. There was enough room in the body cavity for the bag to open. Patient status: patient is fine. Type of intervention: change of device.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the tissue bag had separated from the supports. Engineering observed that the tissue bag was cinched and was still attached to the event unit. The returned unit was disassembled and the pawl, an internal component of the device, was slightly deformed. Based on the event description and evaluation of the returned unit, possible that the complainant experienced a device jam, which resulted in retraction of the actuator prior to full actuation of the device and caused the tissue bag to separate from the supports. Per the instructions for use (IFU), the user should "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop. Do not retract prior to full deployment."

Event description:
Type of procedure performed: laparoscopic oophorectomy the item was used during a laparoscopic oophorectomy. It did not open completely and a new one was opened. Additional information received from distributor via email 25mar21: yes, there was an attempt to open the instrument. The doctor did it. The metal supports were fully exposed upon deployment. Not sure if the bead/tissue bag was found toward the supports or away from the tube. The device jammed during deployment. The plunger/actuator was pressed forward towards the handle, then retracted, and then re-advanced. The bag was still attached by the string to the plunger/actuator. The device was safely removed from the patient. There was enough room in the body cavity for the bag to open. Patient status: patient is fine type of intervention: change of device